Event description:
The customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operates as intended. (B)(4).